Event description:
It was observed during the device evaluation, that the subject device exhibited flooding of connectors. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the watertight function did not work properly due to the cracked connector and "connector flooding" occurred. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.